Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The product investigation could not identify a root cause for the reported complaint. Information was provided that the 23.5 diopter lens was replaced with a 20.5 diopter lens. An iol exchange for a difference greater than two diopters, indicates the event is most likely related to a calculation error. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the replacement iol is the same model, but 3d difference in power.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens(iol) implant procedure, the patient experienced poor visual activity and had a residual refractive error. The lens was exchanged in a secondary procedure. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that there was no patient harm and the event has resolved.